Manufacturer narrative:
(B)(4). The bc051 is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: two (2) complaint breathing circuits were returned for investigation. The returned breathing circuits were visually inspected. Results: both of the complaint breathing circuits had a bent heater wire pin in the inspiratory heater socket. A lot check revealed no other complaints of this nature for lot number 100111. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by the healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Bent pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that three (3) bc051 single-heated breathing circuits could not be connected to heater wire adaptors. The reported faults were observed by the hospital prior to patient use.